Manufacturer narrative:
Other applicable components are: product ID: 3998, lot#: va0g2fb, implanted: (B)(6) 2014 explanted: (B)(6) 2017 product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The rep was speaking to the patient and was informed that the previous scs system had been fully explanted due to the leads eroding through the skin and the leads being too superficial. The issue was resolved. No further complications were reported or anticipated.